Manufacturer narrative:
The device was returned and section was updated accordingly. The completed engineering report will be submitted within 30 days upon receipt.

Manufacturer narrative:
During use of a 6-7f mynxgrip for vascular closure, the ¿sealant was out of the patient¿s skin, so hemostasis was not good.¿ there was no reported patient injury. Multiple attempts to obtain additional information were made without success. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle. Sealant was protruding out from slit on outer shuttle cartridge and advancer tube remained inside the shuttle cartridge in manufactured position. The procedural sheath was not returned with the device. The catheter and shuttle cartridge were inspected for anomalies that may have obstructed the device path during deployment. No anomalies were observed. Shuttle down procedure was simulated per mynxgrip instructions for use (IFU). The advancer tube was able to engage the proximal tamp lock during investigation. No anomalies were observed. A device history record (DHR) review of lot f1813001 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant misdeployment unable¿ was confirmed through analysis of the returned device. However, the root cause of the reported failure could not be conclusively determined during analysis. Based on the information available for review and the analysis of the returned device, the reported failure was possibly caused by an incomplete engagement of the advancer tube during the procedure. However, the exact cause of the issue experienced during the shuttle down step could not be determined during analysis since no issues were noted to the tamp locks. According to the instructions for use, which is not intended as a mitigation, detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the sealant being deployed outside the body. Neither the DHR review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis but has not yet been received. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During use of a 6-7f mynxgrip for vascular closure, the ¿sealant was out of the patient¿s skin, so hemostasis was not good.¿ there was no reported patient injury and the device will be returned for analysis.